Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients wife that the implantable pulse generator (ipg) was pacing below the lower rate limit. The ipg remains in use. No further patient complications have been reported as a result of this event.